Manufacturer narrative:
Date sent to the FDA: 04/25/2011. (B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: an sh type needle that broke in the body torwards the attachment end was submitted for this evaluation. A visual inspection of the scanning electron microscope (sem) photos was performed. The needle exhibited amounts of intergranular and possibly some transgranular failure. These failure modes are not common for an sh needle, which typically fails primarily in a ductile manner. A reshape ductility test was performed on the needle and the sample did not pass requirements.

Event description:
It was reported that a patient underwent a low rectal cancer resection procedure on (B)(6) 2011. During the procedure, when the surgeon used suture to strengthen the anastomosis part, the needle broke. The surgeon used thirty minutes to find the broken needle piece in the patient's cavitas pelvis. The surgeon made a fistula for the patient.